Event description:
The customer reported that the device reboots on its own.

Manufacturer narrative:
(B)(4). The customer reported that the device reboots on its own. The device was evaluated by a philips field service engineer. The symptom was verified. The battery pca was replaced to resolve the issue.